Event description:
The customer observed lower than expected vitros tsh results predicted from two different biorad quality control samples processed on a vitros 5600 integrated system. Biorad l2: 0.74 miu/ml vs. 5.5. Biorad l3: 5.0 miu/ml vs. 30. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. The customer did not indicate that patient results were affected and there were no reported allegations of patient harm. (B)(4).

Manufacturer narrative:
The investigation confirmed that lower than expected vitros tsh results predicted from two different biorad quality control samples processed on a vitros 5600 integrated system. The root cause of this event was determined to be user error. The operator placed the quality control samples in sample tray positions other than the sample tray positions designated when the quality control samples were manually programmed. The instrument operated as programmed. There is no evidence that the vitros 5600 analyzer malfunctioned.